Event description:
It was reported to nova biomedical that a consumer performed a blood glucose test getting a result of 589 mg/dl. The consumer administered an unknown amount of insulin based on that reading. The consumer subsequently experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use as instructed in our directions for use. During the call, it also revealed that the consumer improperly stores their test strips. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.